Event description:
This is a spontaneous case report received from a consumer in the united states on 22-aug-2013. It describes the occurrence of pregnancy and device ineffective in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer's medical history, past drugs, concurrent conditions and concomitant medications were not reported. On an unspecified date in 2008, the consumer had essure (fallopian tube occlusion-insert) inserted. Lot number was not reported. In 2013, the consumer was 5 months pregnant. Her doctor was aware of this and she was concerned about being pregnant with essure. At the time of this report, the outcome of the events pregnancy and device ineffective was unknown. The reporter causal relationship was not reported. Addendum: this case was converted from the conceptus database into argus on (B)(6) 2013. The medical content of the case was not changed. Follow up information received on 01-jul-2015 from consumer: the consumer reported she became pregnant with her third child while the coils were still in only to find that they migrated into her uterine wall. She was in constant pain and discomfort for years after implantation. She could not afford to have the devices removed until the bleeding became so bad that she had to have a hysterectomy in 2014 to end the nightmare she was living. Consumer stated that she wants to be compensated for her misery and pain because if she knew all the side effects prior to implantation, she would not have chosen this method of sterilization. This case was upgraded to incident. Follow-up received on 14-jul-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced bleeding (interpreted as genital bleeding) and stated essure had migrated into her uterine wall (regarded as device embedment/partial uterine perforation). All reported events are listed in essure's reference safety information and were considered serious due to medical importance; except for the reported pregnancy which is non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, no information was provided about hsg (if it was performed or not). The reporter stated essure was migrated into her uterine wall, and due to bleeding she was submitted to a hysterectomy for devices removal. In this case; since it is unclear the exact mechanism and date of perforation (whether it occurred prior or after pregnancy) an essure contraceptive failure cannot be excluded and due to their nature all events were considered as related to the suspect insert. This case was regarded as incident, since an intervention (hysterectomy) was required for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-aug-2015: consumer reported that she had essure implanted in 2008 and had the confirmation dye test which confirmed she was blocked. A little before 5 years later, she became pregnant with her 3rd child. According to her, it was a painful pregnancy due to the essure coils migrated into her uterine wall. She endured all types of pain, discomfort and depression from the "permanent" procedure. She didn't want a hysterectomy at (B)(6) but she had to. Internal correction performed on 17-aug-2015: upon internal review from information received on 12-aug-2015, the reference number (FDA-2014-n-0736-0217) was added. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced bleeding (interpreted as genital bleeding) and stated essure had migrated into her uterine wall (regarded as device embedment/partial uterine perforation). All reported events are listed in essure's reference safety information and were considered serious due to medical importance; except for the reported pregnancy which is non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, no information was provided about hsg (if it was performed or not). The reporter stated essure migrated into her uterine wall, and due to bleeding she was submitted to a hysterectomy for devices removal. In this case; since it is unclear the exact mechanism and date of perforation (whether it occurred prior or after pregnancy) an essure contraceptive failure cannot be excluded and due to their nature all events were considered as related to the suspect insert. This case was regarded as incident, since an intervention (hysterectomy) was required for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up information received on 15-apr-2016 and upon internal review on 21-apr-2016, it was noticed that the case (B)(4) is a duplicate of this case. Its content was merged to this remaining case: legal claim was received for this patient; this case is considered potential legal from this date forward. The plaintiff was implanted with essure and subsequently had the device removed due to complications. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1150, awareness date 08-oct-2015). Consumer reported that insertion procedure was very painful overall and took 3 hours. She had horrible menstrual cycles following the procedure. She endured debilitating pelvic pain, hair loss and became pregnant and delivered the child. Once discovering she was pregnant at the ER (emergency room) (she went because the pain had become unbearable), she requested her medical records and discovered that she had only one coil, the first coil could not be inserted. But yet she was half implanted and told at her dye test confirmation that she was sterile. She had a hysterectomy in 2014 to remove the one coil that was inserted and had migrated into her uterus. Product technical complaint investigation and final assessment were received on 24-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events/ lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/ lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, potential legal and spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced bleeding (interpreted as genital bleeding) and stated essure had migrated into her uterine wall (regarded as device embedment/partial uterine perforation). All reported events are listed in essure's reference safety information and were considered serious due to medical importance; except for the reported pregnancy which is non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, no information was provided about hsg (if it was performed or not). The reporter stated essure migrated into her uterine wall, and due to bleeding she was submitted to a hysterectomy for devices removal. In this case; since it is unclear the exact mechanism and date of perforation (whether it occurred prior or after pregnancy) an essure contraceptive failure cannot be excluded and due to their nature all events were considered as related to the suspect insert. This case was regarded as incident, since an intervention (hysterectomy) was required for essure removal. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Follow-up information received on 13-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced bleeding (interpreted as genital bleeding) and stated essure had migrated into her uterine wall (regarded as device embedment/partial uterine perforation). All reported events are listed in essure's reference safety information and were considered serious due to medical importance; except for the reported pregnancy which is non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, no information was provided about hsg (if it was performed or not). The reporter stated essure migrated into her uterine wall, and due to bleeding she was submitted to a hysterectomy for devices removal. In this case; since it is unclear the exact mechanism and date of perforation (whether it occurred prior or after pregnancy) an essure contraceptive failure cannot be excluded and due to their nature all events were considered as related to the suspect insert. This case was regarded as incident, since an intervention (hysterectomy) was required for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.